Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to align with the information in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image issue was caused by a faulty patient board. However, the definitive root cause of the faulty patient board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed when the subject device was connected to the olympus 180 scope series. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a diagnostic procedure, the evis exera iii video system center, while being used with a high-definition lcd monitor did not display an image. The intended procedure was completed successfully with a similar device. There were no reports of patient harm or effects associated with this event. The field service engineer (fse) visited on site and found the symptom, so the product was brought back for a repair request. This same device had previously been sent in for repair due to an abnormal color issue; however, the repair center was unable to duplicate the problem. Related to patient identifier (B)(6). (Cv-190/evis exera iii video system center; sn:(B)(6)).